Event description:
I got an "urgent low soon" alert indicating on my dexcom g6 receiver that my glucose level was 63 with arrow pointing down. I drank about 4 oz soda but there was no change. So I drank more soda. Still no change. I started to panic thinking I should call 911. In all, I drank a whole bottle of soda (44 g carbs). Still no change; still got a reading of 63 arrow pointing down. Suddenly realized I could do a finger stick and use my one touch ultra 2 meter; reading was 85. But I had already drank way too much. I then calibrated the dexcom g6 receiver so it matched what I got from my fingerstick (85). I had calibrated the receiver earlier that day when it had given me an alert at 73. At that time, both tests matched. When a reading is as low as 63, a difference of 22 points is crucial. I cannot rely on the dexcom g6 receiver when my glucose levels start to get low. Even after drinking a whole soda bottle, alert remained the same on dexcom g6 receiver. FDA safety report ID# (B)(4).